Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the needles detached from the hub when they were tightened. There was no reported patient involvement and no reported patient harm. The detached needle could experience a leak during use.